Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer adjusted the gear pump pressure. The investigation did not determine the specific cause of the event, but it appeared to be resolved by the service actions.

Manufacturer narrative:
The cobas 4000 c311 stand alone system serial number was (B)(6). Based on the provided data, a general reagent problem was ruled out because calibration and quality control were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable alb2 albumin gen.2 results from the cobas 4000 c311 stand alone system. The initial result using a sample cup was 0.28 g/dl. On (B)(6) 2024, the primary sample tube was repeated with results of 3.44 g/dl and 3.18 g/dl. The repeat result using a sample cup was 3.34 g/dl. The repeat result using an edta sample tube was 3.13 g/dl.